Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg and surgical lead for low back and right leg pain on (B)(6) 2011. It was reported that he began feeling increasing pain at the right intercostal area approx six weeks after implant. A fluoro image was taken revealing that the pt's lead had migrated to the right side. Surgical intervention was undertaken to reposition the lead; however, the presence of scar tissue inhibited successful security of the lead placement. After considering several options, the physician decided to explant the pt's scs system. Following the procedure, the pt reported that the intercostal pain had subsided, and he would explore alternative means for control of his pain.